Event description:
During coiling of an anterior communicating artery (neck size 6.79mm) aneurysm procedure, physician completed detachment of a n-2-1-t10-ts, however when the positioning segment was pulled back, the coil was not detached. The coil was then pulled back partially out of the aneurysm and manually detached in the parent artery with the coil positioning segment. At this point in the case an inter-procedure ruptured occurred and contrast extravasation was noted outside the aneurysm. Protamine sulfate was given to reverse the heparin and contrast extravasation was stopped. The patient was sent to CT where contrast was noted in the ventricles but no blood. The patient developed hydrocephalus overnight and a ventriculostomy was placed. A week later the patient was discharged without any neurological deficit.